Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an attempt to increase the pressure to 8atm was made; however, the balloon ruptured at 6atm. A distal piece of the balloon material detached into the patient and was then retrieved with forceps. The procedure was not completed because the esophagus had been partially dilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the guidewire was severely stretched along the distal portion. The distal portion of the balloon was cut from the device and not returned for analysis. A functional analysis could not be performed due to the device being cut. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an attempt to increase the pressure to 8atm was made; however, the balloon ruptured at 6atm. A distal piece of the balloon material detached into the patient and was then retrieved with forceps. The procedure was not completed because the esophagus had been partially dilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.